Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a check lines and bags alarm with the homechoice (hc) machine during fill 5 of 5. The home patient (hp) felt moisture on the patient line. The technical service representative (tsr) assisted the hp to end therapy. The hp would discard the supplies and was advised to call the nurse regarding the liquid on the patient line and unfinished therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding the reported event. The hp did not remember any details about this event; therefore the sample was unavailable and a lot number was not provided, so no evaluation or batch review could be performed. There have been no other issues with therapy and there was no patient injury or medical intervention reported. This report for moisture on the patient line was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.